Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer also stated their insulin pump was unresponsive. The customer's blood glucose was 93 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm was noted. However, the esc button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube, and a missing end cap sticker.